Event description:
Consumer called in stating her toilet seat on her commode has cracked. No injury occured. The reported stated she has used the device for approximately 7 years.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9630-4, serial number/date code is unknown and age is unknown. The owner's manual part number 1148075, rev.b, (jul-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.